Manufacturer narrative:
Subject device not available.

Event description:
During preparation, the balloon (subject device) was found to have a leak. The use of the balloon was discontinued. There were no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date: added. D10 product available to stryker: updated. H3 device evaluated by mfg: updated. H4 mfg date: added. H6 method code grid: updated. H6 results code grid: updated. H6 conclusion code grid: updated. The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that he flowgate hub was normal. The flowgate was examined along its length. The flowgate proximal, middle shaft and distal shaft were examined, proximal shaft was found to be kinked. The flowgate balloon was examined, there was a hole (puncture) in the balloon on its distal section. Functional testing was performed. Flowgate device was prepped per the directions for use for balloon inflation testing. Attempts were made to inflate the balloon. The balloon was inflated; however, the balloon was deflating due to the puncture in the balloon. The balloon was leaking due to the hole (puncture) in the balloon. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation, the root cause of the damaged catheter shaft and balloon could not be definitively determined. While there are a number of potential causes for the reported event, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
During preparation, the balloon (subject device) was found to have a leak. The use of the balloon was discontinued. There were no clinical consequences to the patient.